Manufacturer narrative:
The needle was received, however analysis has not yet been completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy. It was reported that the first biopsy needle failed to extract the patient cranial specimen. The patient's registration took three hours due to the site's lack of willingness to follow imagining protocol. The surgeon also refused to scan patients using computed tomography (CT) because he believed that these surgeries did not require CT scans. The medtronic representative (rep) stated that the first attempt at registering the patient was using a magnetic resonance imaging (MRI) scan with the nose cut off, and the patient was wearing headphones, depressing on the sides of the patient's head. The surgeon reviewed the MRI with fiducials stated that it was adequate to proceed. Using only fiducials and an improper MRI scan, the first registration error was 4.7 mm. The rep continued to advocate for improving the registration results, but the doctor did not follow her recommendations of adding fiducials and using trace registration. The surgeon then also attempted to use trace registration, which reduced the error to 3.8. Another medtronic representative was contacted for phone support and had the surgeon agree to start over by deleting the patient from the system and reloading the patient exam from the electronic picture archiving and communication systems (pacs). This time, however, an additional MRI scan was imported and merged with the original MRI with fiducials. The rep had the surgeon to add other landmarks from the patient's anatomy to the registration. The registration yielded 1.6 mm, ending the 3-hour-long attempt to register the patient. The surgeon had then set up an articulating arm to perform the biopsy. There was a period when the biopsy needle was not navigable before insertion into the patient's head. It was noted that this was often due to the trajectory not being locked in an accurate enough position. The rep's determined to unlock and relock the trajectory. Their target alignment this time was 0.5 mm, which allowed the needle to be navigable. The first attempt to extract the specimen alerted the surgeon that the needle tip was not displaying accurately. The stopper on the needle was set to 87.2 mm at the time, while the screen instructed 62 mm to be the correct length. The rep was unsure how the needle was initially set to 87.2 mm. After the surgeon adjusted the needle to 62 mm, it showed an accurate location in the application. The surgeon lowered the needle to the correct depth and performed a cut. However, when examining the needle, no specimens were extracted. The staff then gathered a new biopsy needle for a second attempt. The surgeon was successful in extracting the brain specimen using the second needle. There was a delay of greater than one hour and no other impact to the patient.

Manufacturer narrative:
H3,h6: a hardware analysis was initiated to determine the probable cause of the reported behavior. Analysis found that there were no failures found with the returned product. Codes b01,c19,d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.